Event description:
The fe reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator sim disk was evaluated and replaced. The generator setting were adjusted. The system was tested and found to be working as intended and returned to service.